Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient could not charge up to 100% and usually charged for a long time. It was reported it showed "excellent" charging. Patient reported they can never get to 100%, only a few times. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient not being able to charge her ins to 100 percent was due to them not leaving it on long enough. It was indicated that the issue was resolve. The patient weight at the time of the event would not be made available. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.